Manufacturer narrative:
This report is filed february 29, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a performance decrement with device use after sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, february 29, 2016.

Manufacturer narrative:
This report is filed july 11, 2016.